Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
When opening the package the customer discovered that the product was contaminated and thus could not be used. (B)(6) 2015 per rep: did this event occur intra-operatively? No, customer found dirt patty unit after unpacking it from box. Was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? Used another unit of codman patties from the same box. Only one unit was dirt - the claimed one.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the cottonoid is formed from a rayon material. During processing this rayon material is broken down into small, loose fibers. If the fibers do not break down enough, a small cluster of fibers can result. This in turn creates a thick spot in the pattie. When the string is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Operators are trained to inspect for the discoloration, even though the occurrence is low. Since the marking is from burnt rayon material, it would not affect the patient during surgery. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.